Event description:
As the physician attempted to remove the balloon from the body through the 4fr sheath, he noticed under x-ray that the distance between the markers on the balloon was stretching. He decided to take the balloon and sheath out as a unit and when doing so, a portion of the balloon and tip remained in the pt. The physician was able to retrieve the proximal portion of the balloon. This pt had an occlusion in the right external iliac and a stenosis in the right-superior femoral artery (sfa). There was hard calcification present. The physician made the puncture retrograde in the right popliteal and he used a brite tip sheath 4f (lot unk) introducer and a 018" wire. There was no difficulty accessing the lesion with the guidewire. Angiography was performed then a savvy balloon 6x40 was used to dilate the iliac occlusion. This operation was successful and he decided to remove the balloon. The balloon passed the stenosis in the sfa without problem but he was blocked at the entry of the 4f introducer. He moved the balloon forward and backward for removal but when doing this, he saw under x-ray that the distance between the two markers of the balloon became longer. At this time he decided to take the introducer plus the balloon out of the pt. The introducer came out and a part of the catheter of the balloon, but the rest of the balloon, and a piece of balloon catheter with marker remained in the pt. The physician then took a 6f introducer and was able to take the proximal part of the balloon out, but the distal part remained in the pt. He decided to take this wire out and to use a terumo .035" hydrophilic wire. The physician pushed the rest of the balloon with this new wire to the level of the sfa stenosis, until it was stabilized there, then he put a smart 8x60 in the iliac and used an optapro 8x40 to post dilate. To fix the problem of the balloon in the pt, he put a 6x60 smart on the sfa stenosis (and on the rest of the balloon) and post dilated with a savvy 6x40 balloon.

Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Add'l info will be submitted within 30 days of receipt.